Event description:
The customer reported being hospitalized due to ketones and high blood glucose of 322mg/dl. The caller experienced nausea and dehydration. The customer mentioned that she checked the cannula before calling and it was bent. The caller stated that she has been using the quick sets for about two months and had issues with them. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.